Event description:
It was reported that the balloon ruptured at 20atm's pressure in a heavily calcified lesion. It was difficult to remove the balloon catheter, and the device broke at the connection of the catheter body. The coronary artery became occluded, and an intra-aortic balloon pump needed to be placed. The seperated piece was removed using a snare. The lesion was eventually dilated successfully, and a stent was deployed. No other info was reported.